Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes had insufficient fill. The following information was provided by the initial reporter. The customer stated: on the morning of october 8, 2023, about the 3ml purple-tipped tubes. The customer complained that in the past two months, he found that about 6-7% of the 3ml purple-tipped tubes (with an average daily dosage of 400 pcs) had insufficient negative pressure, which manifested itself as a flow rate of blood approximating to the speed of a drop, and even about 1% could not collect any blood samples at all, and it was suspected that there was no negative pressure. This situation occurred centrally in goods number 368499 lot number 2311407!

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter addr 1: (B)(6). E.1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes had insufficient fill. The following information was provided by the initial reporter. The customer stated: on the morning of (B)(6) 2023, about the 3ml purple-tipped tubes. The customer complained that in the past two months, he found that about 6-7% of the 3ml purple-tipped tubes (with an average daily dosage of 400 pcs) had insufficient negative pressure, which manifested itself as a flow rate of blood approximating to the speed of a drop, and even about 1% could not collect any blood samples at all, and it was suspected that there was no negative pressure. This situation occurred centrally in goods number (B)(4) lot number 2311407.